Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the adapter was broken during replacement. No environmental/external/patient factors were thought to have led or contributed to the issue. No diagnostics/troubleshooting was performed. The adapter was replaced with a new adapter right away. The issue was resolved at the time of the report. The patient was alive without injury at the time of the report.

Manufacturer narrative:
Adapter pli system reported on ins based on additional information received. Concomitant medical products: product ID 64002, lot# n567217, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the cause of the damaged adapter was unknown. It was noted the old adapter found the old adapter was damaged when replacing the ins.